Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure was in the left tube, but in the right tube it was all intrauterine and not intratubal') in an adult female patient who had essure inserted. The patient's medical history included paratubal cyst, pelvic pain female, perineal pain, dyspareunia, uterine bleeding, vaginal bleeding, ovarian cyst and cystoscopy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy., bilateral salpingectomy,removal of essure devices.). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure was in the left tube, but in the right tube it was all intrauterine and not intratubal') in an adult female patient who had essure inserted. The patient's medical history included paratubal cyst, pelvic pain female, perineal pain, dyspareunia, uterine bleeding, vaginal bleeding, ovarian cyst and cystoscopy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of essure devices.). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.